Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system with a cgm, with the lowest reported glucose of 60 mg/dl and time below range lasting a couple of hours, and no backup therapy or ketone testing used. Symptoms included low energy. Outcomes included no professional medical intervention and no other assistance required. Investigation included troubleshooting and education with the user, including review of meal announcements, snack spacing, activity considerations, alert settings, and maintaining the usual cgm target to support algorithm stability. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with cause undetermined and that user education was provided regarding low treatment and use of the system.